Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing with low r-waves while exercising. The patient was brought into the clinic and upon interrogation it was noted that all vectors indicated low r-wave measurements. Review of historical data found three additional untreated episodes from four months earlier due to oversensing of myopotentials. The sensing vector was reprogrammed to better discriminate myopotentials. The s-ICD remains in service and no adverse patient effects were reported.